Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, after the valve was placed, placement of the non-medtronic guidewire was lost. The wire was re-inserted through the new valve in order to perform a post implant balloon aortic valvuloplasty (bav). The 22mm non-medtronic balloon had difficulty crossing the valve. After multiple attempts the balloon crossed the valve and was inflated. After the balloon was deflated it would not pass back through the valve. It was determined that the guidewire and balloon were placed through the valve strut. A 16 french(fr) sheath was used and after some modifications the balloon was able to be pulled through the valve. An angiogram was taken which showed no issues with the aorta. A second valve was placed without issue. All wires and balloon were able to be removed. No additional adverse patient effects were reported.